Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure (patient age, (B)(6)). According to the complainant, the cervix was dilated to 7mm and 8mm, but each time, there was difficulty with insertion and it is unclear as to whether dilation was performed at 9mm prior to insertion of the sheath. A tenaculum stabilizer was used and the patient was reported to have a patulous cervix that was oblong in shape. After the sheath was inserted, the heat up phase was started. However, about 20 seconds into the heat up phase, a fluid loss alarm occurred (approximately 18cc/min). A 4 tooth tenaculum stabilizer was then applied and the procedure resumed when another fluid loss occurred 10 seconds later (approximately 23cc/min). Fluid was observed in the vagina at approximately 41c and no burns occurred. Follow up information received on 09/10/2009, confirmed that there were no burns sustained. No perforation was noted, the procedure was aborted and there were no patient complications reported with this event.

Manufacturer narrative:
The lot number is not known, therefore, expiration and manufacturing dates are not known. The complainant has indicated that the product has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).